Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Device discarded by facility.

Event description:
It was reported during a clinical study that post procedure of treatment for a stent thrombosis involving the catheter (subject device) on (B)(6) 2017, a small clot was visible during last control of angiogram on the inferior branch of the bifurcation. It lasted less than 24 hours and was resolved without sequelae. The patients medical condition was good. There were no other clinical consequences to the patient.